Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in mosaiq. This complaint is being reported late due to the following factors: it was initially assessed as non-safety. The defect that is the cause of this complaint was initially assessed as non-safety, in alignment with the initial assessment of the complaint. Two recent complaints related to the defect were flagged as safety, which prompted a re-assessment of the defect as safety. The two recent complaints were reported on time (MFR nos. 2950347-2015-00028 and 2950347-2015-00040). The database was then searched for previous related complaints and retroactively re-assessed them as reportable, based on the defect risk assessment and the reporting of the two recent cases that triggered the re-assessment of the defect. This complaint is one of those that has been retroactively re-assessed as reportable.

Event description:
The customer reported an error message with changing an order set on a careplan based on the available information, there was no actual mistreatment.